Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient experienced ¿oap¿ (unspecified medical condition). The patient was treated with unspecified antibiotics for the peritonitis. Twelve days after being admitted to the hospital for peritonitis, the patient was transferred to the intensive care unit. The following month, the patient passed away while in the hospital due to ¿oap¿ and peritonitis. Antibiotic and dianeal therapies were ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested but is not available. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, the cause of death reported as "oap" was further specified as oedema and acute pneumonia. Treatment prior to death was not reported. The patient had been doing manual exchanges for peritoneal dialysis prior to passing away. An autopsy was not performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested as cloudy pd fluids and abdominal pain. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was still hospitalized and was not recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.